Manufacturer narrative:
The condition of failure code 810:11 was confirmed and duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). The root cause was determined by service to be not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. This issue has been escalated to CAPA.

Event description:
During review of the event history by baxter it was determined that a failure code 810:11 occurred during delivery causing an interruption of delivery. There was no patient involvement. This device utilizes user interface module master software version 5.09.90 categorized as remediated.